Event description:
Customer alleged the lancet needle will not retract in the multiclix lancet device. No accidental stick was reported. A request was made for the return of the suspect device and replacement product was sent.